Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The long suction instrument was received in two pieces. The product evaluation visual inspection revealed the instrument was broken at the back end of the handle, where the cross-section tapers down to connect to the flexible tubing. The broken fragment was retained and returned in a section of the flexible tubing. Based on the evaluation and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Event description:
It was reported that during a tlif procedure, l4-5, the surgeon inserted the long suction instrument into the tubing and the tip broke. The surgeon retrieved the fragment, selected another and continued the procedure. Later in the procedure the surgeon was impacting the plif graft pusher and the handle split into two pieces. The fragments were retrieved and the procedure was completed with no further incidents. This is 1 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 2 for complaint (B)(4).